Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an right ventricular (rv) lead perforation and pain. It was noted that there were also high thresholds on the rv lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.